Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain and a herniated disc. It was reported that the patient experienced shocking. The patient stated that they can only leave the stimulation on for about 12 hours then it will start shocking her really bad, where she can't move or walk. It only happens after having the stimulation on for about 12 hours. The patient wants to meet with the local representative, but didn't have the number. The patient reported that it hurt to be shocked and because of this, stimulation is turned off more and pain comes back from stopping therapy. The patient also reported a heating sensation. The heat comes in the back, but not near the ins area, and it cascades through the entire body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.